Event description:
The applicator kit was opened onto the sterile field. One ring is intact, but very thin on one area.what was the original intended procedure?failed laparoscopy, hysteroscopy, dilation and curettage.device #1is this a laboratory device or laboratory test?no.